Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed on the bottom venous seal of the dialyzer. The machine, a fresenius 2008t machine, did not sound a blood leak alarm as this was an external leak. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury or, adverse as a result of this event. The patient was given a one-time prophylactic dose of gentamicin (120mg, administered via IV). The patient finished treatment on the same machine with new supplies. The device is reportedly available for return to the manufacturer.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. Blood was observed between the dialyzer housing and the screw flange threading on the dialyzer's cavity ID end. The sample was subjected to a laboratory leak test at which time an external leak was identified at the same area previously identified with blood (between the dialyzer housing and the screw flange threading on the cavity ID end). The dialyzer leaked at 4.0 psi. The dialyzer was then deconstructed and visually evaluated further. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The cavity ID end o-ring (located beneath the header cap) was noted with damage. Under magnification (x30), a gouge measuring approximately 2.21 mm in length was noted on the o-ring (located on the side of the o-ring seated against the polyurethane [pu] potting surface). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
Correction: adverse event changed to no, as antibiotics administered to patient were prophylactic. Required intervention changed to no. Additional information: added fresenius 2008t machine and fresenius bloodlines as concomitant products. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.